Manufacturer narrative:
The service evaluation confirmed the customer reported problem as noise is displayed is generated on the image due to a damaged/defective circuit board from the video connector and no image is out. Additionally, the adhesive of the bending section cover is missing, the video connector is cracked, failed leak test at the light guide connector. Also, there are scratches on the bending section cover, video connector, control body, the grip, the up/down plate, right/left plate, the switch unit cover, universal cord, surface of the light guide cover glass and on the slide cover of the light guide connector. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to olympus for repair for a reported ¿image distortion¿ that was found during an unspecified event. Upon inspecting and testing, noise is displayed is generated on the image due to a damaged/defective circuit board from the video connector and no image is output. No death, injury or harm was reported. This report is being submitted to capture the noise on image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.